Event description:
It was reported that the patient alert triggered. It was also reported that the lead had oversensing and noise. Trend data indicated a rapid increase in the right ventricular lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for lead failure predictor on (B)(6) 2012. There were two ventricular non-sustained tachycardia episodes less than or equal to 170 ms on (B)(6) 2012. The ventricular short interval count was equal to 869.6 counts average per day, in 1.95 days, between (B)(6) 2012.